Event description:
Patient was transferred to the or for cannulation of ECMO. When the patient arrived in the or, IV pump alarmed "pump failure- improper shutdown" and the pump stopped working, and cleared its data. There was epinephrine running at a rate of 0.17mcg/kg/min and the patient was dependent on this drug. We were able to promptly switch the pump over and reprogram. In the meantime, phenyl pushes were given to the patient. Manufacturer response for infusion pump, sigma spectrum (per site reporter). Baxter is on site to assist with the problem.